Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low sodium (na) and false high chloride (cl) results for 7 patient samples generated by the unicel dxc 800 pro synchron chemistry analyzer. It also suppressed calcium (ca) results. No erroneous ca results were generated. Results for one patient sample were reported outside of the laboratory. The customer did not specify which patient was reported. The samples were rerun on another instrument in the laboratory and those results were reported out. The results provided by the customer are shown in the attachment. There was no death, injury or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer was having difficulty getting the system to calibrate. Qc prior to the event was within the lab's established ranges but cl qc was at the high end of the range. Qc was not run after the event. A field service engineer (fse) went on-site and replaced the na measuring electrode and the ca electrode. Instrument performance was verified.